Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that during a car ride the customer's blood glucose became low. However, the insulin pump did not audibly alert or alarm to the low. The patient's blood glucose at the time of incident is unknown. During troubleshooting the insulin pump failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No unexpected change sensor alerts, sensor updating alerts, sg value not available alerts or calibration not accepted alerts noted during testing. The customer's age information with the initial report was incorrect. The correct information was (B)(6) years.

Event description:
The customer's age information with the initial report was incorrect. The correct information was (B)(6) years.